Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite colonovideoscope displayed e315 (unsupported scope) and e216 (scope communication) errors when connected to a cv-290. The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e315 (unsupported scope) and e216 (scope communication) errors were not confirmed. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had scratch. Due to clogging of nozzle, water removal ability did not meet the standard value. The scope connector was dirty due to water leakage. The scope connector had a scratch. The plastic distal end cover had a scratch. The objective lens had a scratch. The scope connector cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The flexibility adjustment ring had a scratch. The switch box had a scratch. The scope cover had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had a scratch. The connecting tube had a scratch. Due to a scratch on objective lens, the image had dark area partially. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The operation manual describes how to inspect for the subject event: ¿[inspection of the endoscopic image] observe the palm of your hand using the (white light) wli and (narrow banding imaging) nbi endoscopic images. Confirm that light is emitted from the distal end of the endoscope. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.